Manufacturer narrative:
There are no product evaluation results as the device was discarded and not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause. As part of the manufacturing process 100 percent of the units go through an electrical inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The swan ganz catheter has been requested to be returned, but has not yet arrived. Once it arrives and the product evaluation has been completed a supplemental report will be submitted with the findings. The lot number is unknown, therefore the device history record review cannot be completed. Additional product codes, dqo, dqe, kra.

Event description:
It was reported that there was a failure with a swan ganz ccombo v thermodilution catheter. This occurred during patient use. The blood temperature reading was displayed at 33 degrees celsius. This reading was lower than what was expected. There is limited information available. The patient demographics were not provided. There is no inappropriate patient treatment reported. There is no patient injury.